Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. Analysis and findings distribution history: the complaint product was manufactured at csi on 01/29/19 under work order 264970. Manufacturing record review: DHR - 264970 was reviewed and no non-conformity, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history record not applicable to this product. Historical complaint review: a review of the attached 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: the root cause of this issue has been attributed to the improper usage of the device which lead to the melting of the cup (made from ultem). The kc-rumi line of products is not intended to be used with a harmonic or other types of ultrasonic or laser. This is mentioned in the included dfu (p/n rumiiikoh-dfu) under the warnings section. Although the kc-rumi product is not intended for use with a harmonic scalpel, csi has the kcs-rumi family of product that was designed for use with harmonic scalpels. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint was not manufacturing issue. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Rumi cup was melted while using harmonic scalpel during lap hyst causing retained fragments." Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
"Rumi cup was melted while using harmonic scalpel during lap hyst causing retained fragments." Ref: (B)(4).